Event description:
It was reported that the unit kept alarming syringe plunger not in place. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report(DHR)review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Plunger assembly were missing the seals. Top case was cracked across the tubing holder and battery not charging. Syringe plunger not in place was found during syringe test. The root cause of the reported issue was found to be broken off from plunger board and plunger board broken off from glue. Replaced plunger board. Performed syringe test and all functional tests which passed.